Manufacturer narrative:
As received, the device was above elective replacement indicator (eri). Review of the device image showed the device had entered bvvi mode due to a power-on-reset (this complaint of backup mode was reported in MFR 2017865-2021-06226). The device was otherwise normal with no anomalies found.

Manufacturer narrative:
Correction: in section b5, the related MFR number "2017865-2021-07831" should actually be "2017865-2021-07840".

Event description:
Related manufacturer reference number: 2017865-2021-07840.

Event description:
Related manufacturer reference number: 2017865-2021-07829. Related manufacturer reference number: 2017865-2021-07831. Related manufacturer reference number: 2017865-2021-07834. It was reported that the implantable cardioverter defibrillator and leads were explanted due to pocket infection and pocket hematoma. The patient was treated with vancomycin. There did not appear to be any serious symptoms due to the infection. The patient was discharged the next day, appearing stable.